Event description:
It was reported the patient¿s implant site hurt and seemed more irritated since a car accident. The patient did not know if it was due to the implant healing process or the accident. It hurt to lie down. The incisions were not healed prior to the accident. It was further reported the patient still had concerns regarding their device or therapy. They were working with their healthcare provider (hcp) and manufacturer representative. A lead bubbled. It was further reported that one of the contacts on the lead had bubbled out and slipped and the patient had a revision on 2015-(B)(6). The hcp also adjusted the implantable neurostimulator (ins) as it was hurting the patient whenever they ran or did physical activities since implant. Since the revision, the patient¿s bladder hurt. The patient was also not being able to adjust stimulation and had ¿call your doctor¿ icon on the patient programmer with a power on reset (por) condition after the revision. The patient left a voicemail for their manufacturer representative yesterday regarding the procedure. The patient had not yet received a call back from their manufacturer representative. It was later reported that the patient was at their hcp¿s office on 2015-(B)(6) and they had to do some resetting. They reconnected and the patient programmer was working. The patient mentioned the por message and it was believed that by resetting, the patient meant the hcp cleared the por message. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qkyk, implanted: 2014-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).